Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the subclavian. After an unknown stent was deployed at the lesion site, the 4.0x40x150 fox sv balloon was being used for post-dilatation of the stent. There was no resistance felt during advancement of the balloon catheter to the lesion. On the second inflation of the balloon at 10 atmospheres, the balloon ruptured. The balloon catheter was retracted from the patient without issue and a new balloon catheter, same size and type, was used to complete post- dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.